Manufacturer narrative:
The report event of high impedance was not confirmed. As received, visual inspection, functional and resistance testing showed the returned lead passed all tests. The cause of the reported event remains unknown.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.